Event description:
A customer reported that they observed a leak coming from the right side of an unicel dxc 600i synchron access clinical system. The leak had occurred overnight when the instrument was not in use. Fluid had pooled within the instrument and had spilled onto the floor. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment, and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. It is unknown if there was an exposure control plan in place at the facility. The material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) determined the leak to be wash buffer from the pipettor wash station caused by a defective vacuum pump. The fse repaired the unit. Upon completion of the repair the fse calibrated the instrument/assay, executed a quality control assessment and system check which yielded acceptable results. The instrument was returned back into operation.